Event description:
The patient came in reporting instability and the cause is unknown. At about 3 years and 7 months post primary the surgeon revised the insert (from 11 to 13 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 june 2023: lot 188611: 100 items manufactured and released on 12-feb-2019. Expiration date: 2024-01-27. No anomalies found related to the problem. To date, 81 items of the same lot have been sold without any similar reported event in the period of review.